Manufacturer narrative:
Product complaint #: (B)(4). Device returned. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a threaded tip of a driving cap broke off inside an insertion handle for suprapatellar. There was a surgical delay of 5 minutes. The surgery was completed successfully. There was no patient consequence. Concomitant devices reported: insertion handle for suprapatellar (part# 03.010.440, lot# unknown, quantity 1). This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.475, lot: l361951, manufacturing site: bettlach, release to warehouse date: may 18, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap (part # 03.010.475, lot#: l361951) was received at us customer quality (cq). Visual inspection showed that the distal shaft containing the threaded tip broke off at the most proximal end where the distal shaft meets the main shaft. The distal shaft that broke off was returned with the complaint device. The device had surface scratches along the main shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing. Specified dimensions: shaft od, below break = 6.15mm +0 / -0.2mm. Measured dimensions: shaft od, below break =conforming, device used ¿ caliper ca802. Document/specification review: current and manufacture was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint is confirmed as the complaint device is broken. The distal shaft containing the threaded tip broke off at the most proximal end where the distal shaft meets the main shaft. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information: b5: concomitant devices reported device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: insertion handle for suprapatellar (part 03.010.440, lot 170054-101, quantity 1).